Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's controller wasn't working last month but it was explained that the patient meant a return of symptoms. It was stated that she then realized that she needed batteries in her controller so she put new batteries in the patient programmer and the screen came on and it said 1.6. Troubleshooting attempts were made and the patient synced and the patient was helped to turn stimulation back on successfully. The patient noted that she did go through airport security and it could have turned off after going through the airport security. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were having ¿problems again¿ and had a return of symptoms again. This occurred ¿probably 2.5 weeks¿ ago (2019). They requested assistance with the use of programmer unit. There were no further complications reported or anticipated.